Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer found air bubbles in his reservoir attached to his insulin pump. The patient's blood glucose level was not recorded. The customer was taught how to change the reservoir set. No further information was provided.